Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2019. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that there was nothing mechanically wrong with the pump but that the reason for the revision surgery was due to the patient developing a seroma around the pump. It was reported that the explanted catheter was disposed of. No further complications have been reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial #: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 18-dec-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (10 mg/ml at .481 mg/day) via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that a pocket revision surgery took place; the pump was relocated from the patient's left side to the right. The caller stated that during the surgery it was discovered that the catheter was not patent. The catheter was removed and replaced with an 8780. No symptoms were reported. No further complications have been reported as a result of this event.